Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 5.2 mmol/l and the sensor glucose were 8 mmol/l at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Suspend on low limit in sensor settings is 3.4 mmol/l. The sensor will be returning for analysis.